Event description:
Healthcare professional reported "violation of implant integrity", "nodular formations, deformation, fibroadenoma, intracapsular rupture" via ultrasound, "irregular implant contours" via CT scan. This record is for the right side. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 phone number- (B)(6). Photo analysis visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.